Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27oct2020.

Event description:
The customer reported that the blower is noisy. The customer reported that the unit was not in use on patient. The service technician verified the reported problem. The service technician replaced the blower to address the reported problem.